Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 4. Details of surgery: ridge augmentation. On (2023-08-01, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, bleeding and inflammation. No further patient complications were reported.